Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2017-00067 / 00068).

Event description:
During a knee arthroplasty the tip of the screwdriver fractured in the head of the screw and was not able to be removed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product confirms the reported event as the tip of the hex driver has fractured off. Scratches and wear marks can be seen on the handle and shaft indicative of use. The returned product was sent to sem for additional analysis. It is noted that the driver fractured from a likely rotational (torsional) overload. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.